Manufacturer narrative:
It was reported that a patient developed severe infectious complications after their primary surgery. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that a patient developed severe infectious complications after their primary surgery.